Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported distended stomach and not draining with subsequent hospitalization. There is no documentation in the complaint file to show a causal relationship between the adverse event and the liberty select cycler. Additionally, the pdrn does not believe the patient¿s hospitalization was for an overfill. The liberty select cycler was not returned for evaluation, although a product history review did not show any non-conformances. Based on available information the cause of the patient symptoms and hospitalization as well as the reason for hospitalization cannot be confirmed. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and hospitalization remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) experienced symptoms of overfill. The patient had a distended stomach, had 700ml ultrafiltration (uf) and was not draining. The patient¿s caregiver stated that the liberty select cycler did not give any alarms. The peritoneal dialysis registered nurse (pdrn) stated that the patient was hospitalized on an unknown date but could not confirm that it was due to overfill. The pdrn did not have the discharge summary or any treatment records for the reported event. Hospital course in unknown. The patient has continued to complete pd therapy with no additional reported issues. It is unknown if the patient utilized fresenius products while hospitalized. It is unknown when the patient was discharged from the hospital.